Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 424 mg/dl and a large level of ketones was detected. Multiple boluses were delivered to address the high bg; however; the bg level did not decrease. The temporary basal rate was set at 200% of the normal basal rate. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and saline. The customer was discharged from the hospital on (B)(6) 2017 with the high bg and dka resolved. There were no alerts or alarms received that were related to this event. The cause of the high bg was not known; however, the contact thought the pump was the cause of the hospitalization. As the event had occurred in the past, troubleshooting to determine a possible cause was unable to be performed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no device issues were found in the pump logs that could have contributed to the reported high blood glucose event. A different issue was identified.